Event description:
It was reported that the laparoscope, gynecologic had image abnormality the issue was found during a set up. There were no reports of patient harm.

Manufacturer narrative:
E1address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: e3 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section was slightly interrupted and weakened and image with green screen. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the abnormal image and green screen was traced to component failure of universal cable. However, the light guide bundle of the insertion section was slightly interrupted and weakened due to a component failure of light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.